Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported a "replace sensor" error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and slurred speech and was unable to self-treat. The customer was provided with insulin (dose/type unspecified) for treatment by a non-healthcare professional and was transported to the hospital. At the hospital, no emergent treatment or medication was provided by the healthcare professionals as insulin was already administered by the caregiver. There was no report of death or permanent impairment associated with this event.